Manufacturer narrative:
(B)(4). One used IV tubing set, without packaging, was received for evaluation. The set was subjected to an air pressure (leakage) test according to specification with acceptable results. During the clamp performance test, there was no air flow through the set when the roller clamp was closed. In an attempt to replicate the reported incident, the set was spiked to a bag of normal saline and primed. The roller clamp was closed and re-opened several times. Each time the roller clamp was closed, the roller clamp functioned properly and no leakage was observed. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Without the lot number, a batch record review could not be performed. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the roller clamp was in place to keep the medication from dripping, however despite being tightly clamped, liquid still was dripping through the tubing. Follow-up correspondence with the reporter indicated that the tubing was primed and hung on the pole next to the patient. The premeds were infusing and when the nurse walked over to switch to the ivig, it was all over the floor. The roller clamp was tightened and it was still dripping.